Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: investigation revealed an intact keypad with unresponsive ok and up keypad buttons. The keypad cover was removed and no contamination was found under the key contacts. The pump cover was removed and evidence of moisture and corrosion was observed on the keypad flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.